Manufacturer narrative:
The harmonic ace curved shears instrument has not been returned to isi for failure analysis investigations; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis) or if additional information is received. Isi has conducted a device history record (DHR) review for this device and did not find any non-conformances that were related to the reported event. Based on the information provided, this complaint is being reported due to the following conclusion: during a da vinci assisted gastric bypass procedure, while the surgeon was utilizing the harmonic ace curved shears instrument, a fragment broke off and fell inside the patient. While there was no report of any patient harm, adverse outcome or injury as a result of the broken fragment, it is unknown what caused the breakage to occur. Furthermore, the location of the broken fragment is unknown. It is also unknown if the broken fragment was retained by the patient.

Event description:
On 04-20-2017, intuitive surgical, inc. (Isi) received medwatch report mw5068684 from the FDA with the following complaint description: while performing a robotic laparoscopic gastric bypass procedure, the tip of the harmonic scalpel broke off inside of the patient's abdominal cavity. There was no report of patient harm, adverse outcome or injury. Multiple follow up attempts for additional information have been made, however no further information has been provided to date.